Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose(bg) level was 508 mg/dl. Bg level was addressed with a manual injection. During a systems check with tandem technical support (cts) it was discovered that customer may have overfilled the cartridge. Cts educated customer on cartridge/insulin labeling.